Event description:
It was reported that (5) devices were used during a lung volume reduction. It was reported by the affiliate that the tsb45 instrument staples did not work properly and caused bleeding. Another instrument was used to complete the case. There was no consequence to the patient.